Event description:
The customer reported a jittery (unstable) v3 ECG lead. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a jittery (unstable) v3 ECG lead. There was no pt involvement. A philips field service engineer went onsite to evaluate the device. It was noted the ECG trunk cable and dirty pins. The ECG trunk cable pins were cleaned to resolve the issue. The device passed all testing and remains at the customer site.